Manufacturer narrative:
Physio-control later confirmed with the facility's biomedical engineer that they evaluated the device but were unable to duplicate the reported issue. The customer further advised that the device was permanently removed from service and that a replacement unit has been obtained. The device has not been returned to physio-control. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event, medical personnel shocked a patient 2-3 times and then the display went black, indicating that the device may have lost power. Medical personnel immediately placed the device aside and used a backup device to continue patient care. No further details were provided. The patient survived the event and there were no reports of adverse effects to the patient as a result of the reported issue. The customer advised that no further details about the patient are available.

Manufacturer narrative:
(B)(4). The customer advised that the device powers on normally. Physio-control provided the customer with technical assistance, but also advised the customer that their device is no longer supported by physio-control. As a result, parts and servicing are no longer available. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that during an event, medical personnel shocked a patient 2-3 times and then the display went black, indicating that the device may have lost power. Medical personnel immediately placed the device aside and used a backup device to continue patient care. No further details were provided. The patient survived the event and there were no reports of adverse effects to the patient as a result of the reported issue. The customer advised that no further details about the patient are available.